Event description:
It has been reported to philips that the wired footswitch was not working intermittently. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed with the help of wireless footswitch. The customer reported that the wired footswitch was working intermittently. The philips field service engineer (fse) inspected the system onsite and could not duplicate the issue. During troubleshooting, the fse found that the customer uses the old-style footswitch and had it half on the mat and half off. The fse advised the customer to use footswitch entirely on the mat or entirely on the floor. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no malfunction with the system. The issue was occurred due to the user error and it could not be duplicated. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.